Event description:
On 9/17/00, an employee was removing a needle box from a wall mount. No unusual force was needed to remove the unit. The container was full and the lid was closed. Employee was stuck by the needle protruding out from the side of the container about 2 inches from the bottom of the container.